Event description:
The customer reported being at the emergency room due to high blood glucose. Troubleshooting was performed. The customer's most recent glucose reading was 200 mg/dl, and he has treated with manual injections. The customer stated that the doctor recommended having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.